Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to boot. To resolve the issue, fse reinstalled the suite pc software. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.